Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming-misaligned staples was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least two staples were fired by the customer. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. In total, five staples were fired. Three staples did not form properly. Two staples fired properly but did not release. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed, and no relevant findings were identified. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. An investigation was initiated to further investigate the issue. The investigation is still on-going. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).